Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2016 with the following findings: the review of the black box data and the alarm history showed a call service 078-0008 alarm occurrence. However, the issue was not duplicated during the testing. The pump powered on properly with no alarms. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours and after 24 hours no call service alarms were received. Unrelated to the original complaint, the battery compartment was noted to be cracked. The display was dim and discolored. A leak test showed a battery compartment l with corrosion noted inside the pump, including signs of moisture in the battery compartment, on the transceiver board, and ir board.